Event description:
It was reported that the device was alarming 41786 on start-up found during software upgrade. No patient involvement was reported.

Manufacturer narrative:
Received one device for the investigation. Functional testing found a faulty main board. Replaced mainboard and device passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.